Event description:
At about 11 years and 9 months after the primary surgery, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised successfully the medacta stem and head with competitor components and the medacta liner with a medacta liner.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 103446: 35 items manufactured and released on (B)(6) 2010. Expiration date: (B)(6) 2015. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.